Event description:
The lay user/reporter called lifescan (lfs) in 2005 and alleged that the pt's meter was reading inaccurately erratic. The pt obtained two results of 259 and 201 mg/dl. The tests were performed within 10 minutes. No symptoms were reported at the time of testing. No injury or harm was alleged. No other test results were reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, both failed. A replacement meter has been sent.